Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing found that the device tripped during microwave power calibration. The fault was traced to solder joints u38 shift register ic pack on the left 84 extended power distributor(epd) pca. It was reported that the unit had error signal (red warning light, not yellow) of overheating. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the unit had error signal (red warning light, not yellow) of overheating. There was no patient injury. Medtronic's initial evaluation of the incident device found the device tripped during microwave power calibration. The fault was traced to solder joints u38 shift register ic pack on the left 84 extended power distributor(epd) pca.